Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 3 of 5. The baxter technical service representative (tsr) informed the home patient (hp) of the error's meaning. The hp would complete therapy with manual exchanges that day. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.